Event description:
Post pipeline procedure, it was reported the patient had cerebral infarcts, thrombosis of pipeline stent, subarachnoid hemorrhage and subsequently expired.

Event description:
This is in response to the FDA request letter dated (B)(4) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
No direct product analysis could be performed as the device was implanted in the patient.conclusion: the device was not returned.(B)(4).

Manufacturer narrative:
(B)(4)